Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "error ffff" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the logs from this device was reviewed and observed multiple instances of defib fault on (B)(6) 2025. After user charge attempts. These errors were then followed by defib disabled and pacer disabled messages. The device check log also shows multiple power on self-test (post) fails on (B)(6) 2025. The customer's device underwent testing and could not duplicate the complaint. The device's pd engine will be replaced as a pre-caution due to the observations in the log. The device will be recertified and returned to the customer. No emerging trend based on similar reports.